Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed with no anomalies found. The defib conductor was distorted, there was blood in/on the helix mechanism, and the lead was damaged at implant.

Event description:
It was reported that during the implant procedure, several sheaths were used to gain access and place the lead because the patient anatomy was scarred. Consequently, the right ventricular lead was determined to be too visually "damaged." The attempted lead was explanted and replaced with a new lead. There were no patient complications reported as a result of this event.